Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. During investigation, an occlusion was found to block the tip of the hard cannula, preventing fluid from flowing the complete fluid path. Once the occlusion was cleared using a soldering iron, fluid flowed freely through the complete fluid path. The occluded hard cannula is confirmed as the root cause of the reported cannula obstruction of flow event. The exact cause of the observed occlusion could not be determined.

Event description:
It was reported the patient's blood glucose level rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. Bleeding was reported from the pod infusion site. When removed from the infusion site (arm), the pod's cannula was found blocked. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.